Manufacturer narrative:
Device evaluation: approximately 35 inches of the percutaneous lead (lead) was returned for evaluation following the pump exchange. The silastic sleeve and cover from the previous distal-end lead replacement was removed and areas of minor shield breakdown were observed. An electrical continuity test of the returned portion of the lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers of the lead were removed, and examination of the underlying wires revealed a disruption in the insulation of the orange wire approximately 32.5 inches away from the metal/system controller conductor. As a result of the disruption, the conductors of the orange wire were exposed. The disruption in the insulation of the orange wire appeared to be the result of repetitive movement of the lead in this area and would have caused an interruption in pump function as a result of the exposed conductors potentially contacting the braided shield and creating an electrical short to ground if the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a brief pump stoppage occurred on (B)(6) 2016 at 3:21 pm while the patient having a procedure and the patient's abdomen was being pressed. The pump stoppage lasted for approximately 5-6 minutes and the pump was being supported by a power module via a grounded patient cable during the event. The patient was switched to battery support and an ungrounded patient cable was ordered; however, it was reported that another pump stoppage occurred later that day on (B)(6) 2015 and the patient was taken to the operating room for an emergent pump exchange.

Manufacturer narrative:
The referenced percutaneous lead replacement was previously reported under medwatch MFR report #2916596-2015-00780. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 4 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a pump stoppage event occurred on (B)(6) 2015, confirmed via review of the system controller log file. It was reported that the patient was asymptomatic and did not hear an alarm associated with the pump stoppage. It was reported that the vad staff were concerned about possible damage to the percutaneous lead (lead) given that the distal end/external portion of the lead was previously replaced. X-ray images of the lead were reviewed and appeared unremarkable. No area of concern was observed. It was reported that the system controller was exchanged. No subsequent events have been reported.